Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the switch button one (sw1). A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was a leak from switch 1. Switch 1 and switch 2 had a cut. There was low angulation in the up direction. There was loose angle play in the control knob in the right/left and up/down direction. The distal end plastic cover had scratches. The objective lens had a chip at the edge. The light guide lens had an internal crack. The light guide lens had glue on the lens. The nozzle was clogged. The bending section cover adhesive had a crack. The control body had discoloration. The scope connector was wet and needed to be air dried. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no air/water flow. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.